Manufacturer narrative:
Exact date unknown, event occurred about six months ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned.